Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer administered a manual injection of insulin and a correction bolus to address the bg. Reportedly; a supply change was performed to address the issue and insulin delivery was resumed.